Event description:
Ge phototherapy lights make a spark when the light goes out, the spark ran down the front of the light. This is concerning as they are most often used in oxygen enriched environment of nicu. Dates of use: 2007. Diagnosis or reason for use: hyperbilirubimia.